Manufacturer narrative:
(B)(4). The customer's report of defective needle injection port was not confirmed. However, during the testing damage to the smartsite port was identified. An orange isopropyl alcohol saturated port protector was received attached to the proximal smartsite below the check valve. Also received was a non carefusion secondary set. During visual inspection it was noted that the male tip of the non carefusion secondary set was broken and dislodged inside the distal smartsite below the lower fitment. Functional testing was performed and leaking was observed at the distal smartsite valve piston. The root cause of the observed damage is a reaction of the returned isopropyl alcohol saturated pad within the orange port protector being in contact with the non-carefusion secondary set male luer. This lead to the male luer of the secondary set becoming brittle, sticking and the subsequent breakage when attempts were made to separate the two components.

Event description:
Biomed reported an issue with an administration set. Biomed stated " the top was sheared off of the port closest to the tubing. The plastic appears damaged as though it was pulled off although there is no apparent damage to the housing."